Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level .the customer opted to use multiple daily injections (mdi) as a backup therapy.